Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk crt-d, implanted (B)(6) 2013, and 694765 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) reached elective replacement indicator (eri) earlier than expected due to high left ventricular (lv) lead thresholds. An alternative coronary sinus lv lead was placed in attempts to attain a better threshold and increase longevity. The lv lead was capped and replaced. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.